Manufacturer narrative:
Patient¿s date of birth was not provided. Patient¿s age was estimated from age at time of implant. Patient¿s weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297. Approximate age of device ¿ 13 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017 the patient had gastrointestinal (gi) bleeding. The patient had unspecified drop in hemoglobin and hematocrit. Fecal occult blood was positive. The patient had prolonged hospitalization. The patient was on the anticoagulants aspirin and warfarin at the time of the event. The patient was transfused 1 unit red blood cells (rbcs) . It was reported that the event resolved on (B)(6) 2017.

Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.